Event description:
A review of svc data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger was resetting. The resets were caused by a shorted q1 current controlling transistor on the charger bedside pca board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.